Manufacturer narrative:
The svc rep determined the ws 5v supply was very low and the fan filter was clogged.

Event description:
The customer reported cannot see the image due to excessive noise on both monitors. No pt injury was reported.